Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter powers off during use. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter failed testing, the spc pin 4 was lifted high, and the spc was dirty. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.